Event description:
It was reported that the customer experienced a high blood glucose level although the specific value was not known and displayed as "high." In response to the high blood glucose, the customer administered a correction bolus via the pump and drank water. They did not require third-party assistance and declined a supplies or system check, with no further assistance needed.